Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there was bleeding from the pulmonary vein during dissection around the blood vessel with a long bipolar grasper instrument. After compressing the bleeding point and controlling the bleeding, the procedure was converted to thoracotomy. The bleeding was stopped with electrocautery. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the surgeon used the coagulation function of the long bipolar grasper instrument to perform dissection around the pulmonary vein. During the operation, the surgeon believes bipolar energy may have caused a thermal injury that led to the vessel rupture. However, the surgeon indicated that he does not believe a malfunction of a da vinci system, instrument, or accessory occurred. There was no un-expected movement of the long bipolar grasper instrument which caused the bleeding. It is unknown if there were anatomical factors which contributed to the bleed. The amount of bleeding was not provided, but the bleeding was stopped by compression hemostasis with lung tissue and coagulation with electrocautery after the case was converted to open surgery. There was no blood transfusion administered.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. The cause of the intra-operative complication may be possibly attributed to use-error as the surgeon stated that during the dissection around the pulmonary vein, bipolar energy may have caused thermal damage to the vessel. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, the long bipolar grasper instrument used in this procedure was used in subsequent procedures. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, bleeding occurred from the pulmonary vein when the surgeon was dissecting around the vessel with a long bipolar grasper instrument. There was no allegation of a product issue which caused the bleed. The bleeding point was compressed and the procedure was converted to open surgery to control the bleed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 12/16/2022, intuitive surgical, inc. (Isi) received the following corrected information: based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Isi has requested for the long bipolar instrument to be returned but the customer declined to do so. If additional information is received, a follow-up MDR will be submitted.